Manufacturer narrative:
A review of the related device history record for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no other complaints for the reported issue. One complaint sample was returned for evaluation. The returned sample was visually inspected and deemed nonconforming. The cutter is stuck in the port. Actuation testing was performed and deemed nonconforming. The cutter did not fully open in the port. Aspiration testing was performed and deemed conforming. Cut testing was performed and deemed nonconforming. The cut was very choppy and poor. The probe was disassembled and the components inspected. There is 0 to 5 minutes of wear on the inner cutter when compared to the cutter wear visual standards. The inner cutter is detached from the coupling. The complaint evaluation does confirm the probe had a quality issue that resulted in the probe not being able to function properly. The root cause for the poor probe performance was due to the separation of components within the probe. It appears that at the start of the surgical procedure, the adhesive bond failed causing the inner cutter to detach from the coupling. An investigation has been was completed and actions are presently being taken to lower the frequency of detachments of the inner cutter from the coupling. Probes continued to be 100% inspected for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).

Event description:
An ophthalmic surgeon reported that the vitrectomy probe was not cutting during a vitrectomy procedure. Aspiration was present. There was an attempt to reconnect the probe without success. The probe was replaced and the procedure was completed. There was no patient harm. Additional information and product sample have been requested.